Event description:
The customer stated that his new contour meter had been reading too high. He tested his glucose using his new contour and received a reading of 416 mg/dl. He retested using another meter and received a reading of 148 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the customer performed control tests and received results of 225 and 201 mg/dl. The normal control range was 100-138 mg/dl. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.